Manufacturer narrative:
Advanced bionics considers this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient will be managed by the facility protocols. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is under consideration.